Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete. Please note this report submission is not late. The report is resubmitted per the request from the FDA, due to missing 3rd acknowledgement. This is caused by an FDA esg server issue from september 21 ¿ 23, 2022. This issue is documented in helpticket (B)(4), csh-(B)(4) and (B)(4). The initial submission attempt was performed on (B)(6) 2022.

Event description:
It was reported that a computerized tomography angiography (cta) scan performed on (B)(6) 2022 revealed a jelly-like obstruction. The patient experienced syncopal episodes due to the obstruction.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction (ofg) could not be confirmed through this evaluation as the submitted computed tomography (CT) images were inconclusive for a potential outflow graft obstruction. Furthermore, a specific cause for the reported obstruction could not be determined. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), until august 2022, when the patient underwent an outflow graft revision as reported under MFR #: 2916596-2022-13146. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23jul2020. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. G) is currently available. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the outflow graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "de-airing the pump", cautions the user: "do not rotate/twist the sealed graft. Check the alignment of the black line on the graft to verify that the sealed graft is not twisted or kinked." This section also explains how to attach the bend relief once the vent needle has been removed from the sealed outflow graft and leaks have been ruled out. Section 1 lists the outflow graft clip as a required component for implant. Section 5 further instructs the user to ¿attach the outflow graft clip to prevent post-operative outflow graft twisting¿ and warns that failure to install the outflow graft clip so that it is flush with the bend relief can allow graft twisting or abrasion which may lead to serious adverse events such as bleeding, graft occlusion, thrombosis, and/or death. No further information was provided. The manufacturer is closing the file on this event.